Manufacturer narrative:
Manufacturer¿s investigation conclusion: it was reported there was an equipment exchange regarding a pump instability issue. No functional issue was reported with the system controller (serial # (B)(6)). Data from the reported event date of 02apr2024 was reviewed. The events on 02apr2024 at 11:52:07 to 13:23:46 did not capture any notable alarm events. Attempts were made to obtain additional information from the customer regarding the equipment exchange and product return status; however, no additional information was provided, and no additional follow-up attempts will be performed. The system controller associated with this event was unavailable for evaluation. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Under ¿how your heart pump works¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced a vibrating sensation and had a long history of low flow alarms. Flows were jumping from 2-3 liters per minute (lpm). Log files were submitted for review and captured multiple harmonic compensation faults on (B)(6) 2024. The rotor appeared to be experiencing instability. It was suggested to power cycle the left ventricular assist device (lvad) by disconnecting the driveline and reconnecting it if the patient could tolerate. The patient's lactate dehydrogenase (ldh) was 600 units/liter. The patient was undergoing a transplant evaluation. Additional log files were submitted for review on 02apr2024. It was reported that the pump was stopped for 3 seconds with no change then 15 seconds with no change detected. The event log for appeared to contain limited data following a system controller exchange to a backup controller. Following the initial driveline connection/disconnection/reconnection the log recorded a single line of normal pump operation with flow above the setting of 2.0 lpm. The harmonic lvad fault was not seen during this single line of event data. Another follow up on 02apr2024 submitted log files for review and contained additional data lines as a result of the alternating power cable disconnects. The additional data indicated the pump appeared to be operating as intended with no further harmonic compensation faults. Continued monitoring was recommended. Log files were again submitted for review on (B)(6) 2024, capturing from (B)(6) 2024 at 17:52:38 to (B)(6) 2024 till 21:17:58. No harmonic compensation faults were noted. The pump appeared to be operating as intended. Log files were submitted for review on 05apr2024 and there were no unusual events recorded, the mechanical circulatory support (mcs) equipment was operating as intended. On 06apr2023 there was an increase motor noise reported on the heartmate 3 after the harmonic compensation faults. Additional log files were submitted for review and captured routine events, there were no notable alarm conditions or parameter changes. Based on the data visible in the log file, the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. The patient was later transplanted overnight on 19apr2024.